Event description:
One sealed blister received from patient, reportedly from the same multipack the lens in question came from. Results of evaluation: the parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. There was not enough solution in the sealed package to test ph and conductivity testing. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Event description:
The patient reported pain in the right eye. The patient had vigamox eye drops from a previous corneal ulcer and began using them before seeing the ophthalmologist. The treating ophthalmologist was contacted and said the patient had a mid-peripheral corneal ulcer in the right eye. He said the ulcer was not cultured as the patient had begun antibiotic therapy. The ophthalmologist reported the lesion was less than 1mm, the eye was red, there was local edema and the anterior chamber was clear. The ophthalmologist believed this was an infectious corneal ulcer and he continued the vigamox eye drops and added lotemax. The ulcer has resolved and the patient has a residual scar outside of the visual axis. The product has been requested for evaluation, but has not been received at this time.